Event description:
It was reported that after the patient's prostate hyperplasia surgery, the patient was left with a bard catheter, and the balloon was filled with 30 ml of water, and after the surgery, the patient was in the hospital room and suddenly heard the sound of a rupture of the balloon, so the patient was given a replacement of the catheter at the bedside, and the rupture of the balloon was observed, and the wall of the balloon was intact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.